Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The balloon, shaft and tip were microscopically examined. Microscopic examination of the balloon revealed a pinhole in the balloon material 1mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-may-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion; however, the device was not able to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.